Event description:
Caller reported a cgm error 42 related to a g6 sensor. There was no adverse impact to the customer's blood glucose level. Technical support provided complete instructions for resetting the pump, and the caller planned to perform the reset when ready, with a follow-up if the issue persisted. Cts later walked caller through pump reset. Caller successfully started their sensor session.